Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 500 mcg/ml at 250 mcg/day via implantable pump for spasticity. It was reported that the patient had very good relief after a test dose. After implanting the pump at the current drug dose, the patient experienced no relief from spasticity. It was reported that there was nothing considerable that may have led or contributed to the issue. It was reported that aspiration of drug from pump to check the volume left behind was done and was not conclusive. It was reported that they passed on a dye using catheter access port to check if there were any catheter blocks and the dye came out confirming no catheter block. It was reported that they were discussing on the replacement of the pump. It was further noted that surgical intervention was planned for (B)(6) 2018. The issue was not resolved at the time of this report and the patient status was alive-no injury. No further complications were reported and/or anticipated. The patient¿s medical history included spasticity. Additional information was received. It was reported that it was confirmed that the surgical intervention was performed on (B)(6) 2018. The pump was explanted and replaced with a new one. It was reported that as on (B)(6), the symptoms were not resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump found no anomalies. If information is provided in the future, a supplemental report will be issued.